Event description:
The customer reported no audio from the mx40. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device was returned to philips for testing and evaluation. The device failure was replicated. The failed speaker was replaced in addition to the touchscreen since it was scratched and rear housing for the batteries since the battery contacts were damaged. The cosmetic issue with the scratched touchscreen and the damaged battery contacts are considered as user handling issues and are not malfunctions. After the repairs the device passed all testing.